Event description:
Litigation papers allege the patient was injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
(B)(4). Litigation papers allege the patient was injured by excessive levels of chromium and cobalt. Doi: (B)(6) 2008 - dor: none reported (right hip). (B)(4). Update der rcvd 30 oct 2014 - added surgeon and sales rep information, dor, pain as a reason for revision, head details and unknown stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/17/2015 - medical records received. Upon revision, metallosis and greenish discolored tissue was noted. The information received does not change the MDR decision. This complaint was updated on 06/24/15.